Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a0504 - leak / splash.

Event description:
Mat#: 383517 lot#: unknown. It was reported by customer that needles start leaking during IV starts today; once the needle is removed from the IV its like the gray hub isnt sealing and the blood leaks out. Verbatim: